Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not delivering the prescribed tidal volume. There was no harm or injury reported.